Event description:
Customer reported that a patient underwent CABG and sternum closer. The patient developed bleeding at the closure site a few hours following the procedure. The patient was returned to surgery for repair. Additional information was requested; no further information was provided. The causal relationship of the device to the bleeding has not been determined.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.